Manufacturer narrative:
No devices or photos were rec'd; therefore, the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify and evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient rec'd an implant and is experiencing pain.